Event description:
Intraoperatively the surgeon sized the pt's annulus for a 19 mm valve. After extensive debridement, he seated the valve and tied down one suture. At this time, one of the leaflets fractured and fell into the ventricle. The left ventricular cavity was inspected as much as possible transaortically; however, the surgeon was unable to grasp the missing leaflet and it became enmeshed with the chordae tendineae. Based on this, a left atriotomy incision was made and the leaflet was extracted. At this time it was noticed the leaflet and fractured and a piece was still missing. A diligent search of the left ventricular cavity and left atrium including utilizing a cystoscopy camera was used to visualized and the apex of the left ventricle, but no obvious remnants of the leaftlet were identified. The area was irrigated and upon inspection, the missing piece was found in the cell suction. The pt was reported to be in stable condition.